Event description:
Caller states the patient tested 5.3 inr on the coaguchek xs system and 3.8 inr on a comparison lab. Coumadin dose was held for 2 days based on the coaguchek xs result. No adverse event reported. Requested return of suspect system and replacement was sent.